Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No rewind or prime or fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm as well as prime rewind. The customer¿s blood glucose was 135 mg/dl. Customer stated that the insulin pump had no delivery alarm during basal. The customer was assisted with troubleshooting and states the insulin did not exit and were unable to exit the preparing to prime loop. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.